Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in remotely for follow-up. Review of the transmission revealed an alert for device reset on the pacemaker. It was noted that the device had corrected the error itself. No further action was required; the device would continue to be monitored. The patient was in stable condition.